Event description:
Following implantation, the sales rep reported that the device was programmed from ddd to dddr and a message was displayed indicating an impedance measurement was required. The ok button was pressed and there was no capture observed. Once the nominal programming button was pressed, pacing with capture was restored. The device is now programmed to dddr with the g sensor only. A response from the MFR is pending as dddr with twintrace is the desired programming without losing capture.

Manufacturer narrative:
A response from the MFR is pending.